Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced unintended stimulation in the rib cage area with their scs system because both implanted leads were tangled up due to migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. The migration was confirmed the day of the procedure. Effective therapy was restored post-op.